Event description:
It was reported that the patient experienced a loss of stimulation. It was determined that the octad leads became "lower than originally implanted". Stimulation was not possible with repositioning of the octad leads. The leads were replaced.